Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that the device was calibrated and the exhalation pressure calibration failed on ambient pressure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported xdcr fault alarm on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.